Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
Additional information was received from an hcp. Regarding what troubleshooting was performed related to the pump alarm, it was noted as "eol" followed by an illegible word. The pump was replaced on (B)(6) 2015. The issue was resolved. Further follow-up is being conducted to obtain information regarding the illegible word. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11202r14, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from the consumer, regarding a male patient receiving intrathecal morphine and clonidine both 50mcg/ml at 1 2.486mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain, chronic low back pain, post lumbar laminectomy syndrome, and headache. It was reported that the patient was in pain, had a increase of pain since 2012. In 2015, it was noted that the patient had unbearable pain. The patient could not walk or lay down, and that the best sleep the patient has had was 4 hours. It was noted that most nights the patient sleeps intermittently for a total of 1.5-2 hours. The patient was currently taking oral dilaudid eight per day, and they were not touching the patient's pain. The patient stated that the health care provider (hcp) will not increase the dose and the pump was not taking care of the patient's pain. It was reported that an alarm was heard on (B)(6) 2014. No telemetry had been performed, as no programmer 8840 was available. It was noted that replacement date was in 3 months. Additional information from the health care provider (hcp) reported that the pump had been increased to try to help with the patient's increased pain. The cause of the pain was determined as lower back pain. The patient was scheduled for a pump replacement due to the patient's pain and failing battery. The patient outcome remained unknown at the time of this event; if additional information is received this event will be updated.